Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced redness at the stoma site, was diagnosed with an infection and treated with oral keflex. It was reported that the infection continued and was treated with a second round of antibiotics. The patient was cleaning the stoma 3 times/day.

Manufacturer narrative:
Reference number: (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.